Event description:
Boston scientific received information that this lead dislodged during the implant procedure. It was repositioned twice and removed. An active fix lead was implanted. This lead will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned to boston scientific for analysis. This investigation will be updated should further information be provided, or upon completion of analysis.